Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the cause of the event was unable to be specified. It is possible that a high-energy endo therapy accessory was used without ensuring a sufficient distance from the tip. The events can be detected in accordance with the following IFU. Inspection method for the suggested event is described in the instruction manual (operation manual) for gif-h290t ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited tip cover burn. There were no reports of patient involvement.